Event description:
It was reported that the patient went to clinic on (B)(6) 2025 due to multiple backup battery (ebb) faults leading to an ebb exchange. The system controller was exchanged to the patient's backup controller. The event log file captured periods of ebb faults. It appeared that the ebb failed the load test which resulted in the faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event date of 11jun2025 ¿ 12jun2025 was reviewed. Throughout the log file, backup battery fault alarms briefly activated due to backup battery circuit faults. The backup battery fault alarms did not prevent the controller from supporting the system as intended in the data reviewed. The returned backup battery (serial number: (B)(6) passed functional testing without any issues or atypical alarms produced. Provided information indicated that the backup battery and system controller were exchanged. The system controller did not return for analysis. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (B)(6) and it was found that the battery passed. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.